Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. (B)(4)